Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am scheduled for (B)(6)) and rheumatoid arthritis ('ra (rheumatoid arthritis)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced inflammation ("inflammation in right hand"). In (B)(6) 2011, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled for 12/31 for removal surgery). Essure was removed. At the time of the report, the medical device removal, rheumatoid arthritis and inflammation outcome was unknown. The reporter considered inflammation, medical device removal and rheumatoid arthritis to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media report : medical device removal, rheumatoid arthritis, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am scheduled for (B)(6)') and rheumatoid arthritis ('ra (rheumatoid arthritis)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced inflammation ("inflammation in right hand"). In (B)(6) 2011, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled for (B)(6) for removal surgery). Essure was removed. At the time of the report, the medical device removal, rheumatoid arthritis and inflammation outcome was unknown. The reporter considered inflammation, medical device removal and rheumatoid arthritis to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report: medical device removal, rheumatoid arthritis, inflammation. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.